Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse adjusted wash probe home heights, replaced bent aspirate probe 4 and ancillary probe. The cse also found a leaking fitting on the d3 dilutor line on the fluidics drawer manifold, replaced the fitting and primed each fluidic line to the wash separation manifold. Quality controls were run, resulting within range. The cause of the discordant, (B)(6) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, (B)(6) surface antigen (B)(6) results above the cutoff for mandatory confirmation testing were obtained on patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument and resulted (B)(6). The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.